Event description:
It was reported that the device reached recommended replacement time sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011, device rrt<=2.62 volt. The weekly battery voltage log data shows min bat from 2.64 to 2.62 volts minimum between (B)(6) 2011. Two patient alerts for low battery voltage occurred on (B)(6) 2011 02:15:02 and(B)(6) 2011 02:15:03.